Manufacturer narrative:
Internal complaint reference case (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that, although requested, the operative report and images were not provided for review. Based on the information provided no clinical factors were found which would have contributed to the reported events. The tendon stapler is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and possible retained foreign body could not be definitively determined. Micro-motion/ movement as it was noted that the retained tip was left in the bone. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference case-2023-00172387-1 h1: updated to malfunction.

Manufacturer narrative:
Internal complaint reference (B)(4). H1 and h6: type of reportable event, f and e codes updated.

Event description:
It was reported that, during an arthroscopy, after the 6th tendon staple of the the bone anchor was implanted, the tip of the tendon stapler (insertion device) broke inside the bone head. The surgery was completed after a 2-minute delay, using a back-up stapler instead. After the procedure, the surgeon checked the x-ray and confirmed that the broken piece was left inside the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).